Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. When the magnet was placed over the device, no shortening of the av delay was observed. The device was pacing at the last known programmed base rate of 65 ppm in ddd mode.